Event description:
It was reported to boston scientific corporation that an uphold lite w/ capio slim was used during a sacrospinous ligament procedure performed on (B)(6) 2018. According to the complainant, during procedure, the dart detached inside the patient. The procedure was completed with another of the same uphold lite w/ capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
An examination of the returned device revealed that the suture on the blue with white strip dilator was broken. The remainder of the suture with dart was returned. There was no damage to the capio slim suture capturing device. The device functioned as intended. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu)/product label. However, the investigation concluded that the most probable cause for the event of suture broke is supplier manufacturing process design because the design or validation of the manufacturing process was not sufficient to ensure the finished device met the intent of the design. An investigation concluded that the design of the carrier allows the fiber portion of the suture to interact with the sharp edge of the carrier, resulting in suture severing. The issue is under investigation and a correction has not yet been implemented.

Manufacturer narrative:
The patient's exact date of birth is unknown; however it was reported that the patient was born on (B)(6). Device component code is related to device problem code for the problem of needle detachment. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite w/ capio slim was used during a sacrospinous ligament procedure performed on (B)(6) 2018. According to the complainant, during procedure, the dart detached inside the patient. The procedure was completed with another of the same uphold¿ lite w/ capio slim. The patient's condition at the conclusion of the procedure was reported to be stable.